Manufacturer narrative:
The g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge displayed inaccurate fill estimates intermittently. The insulin gauge decreased to an inaccurate fill estimate value of 130 units after the cartridge was filled with 255 units of insulin. The customer¿s blood glucose level was 220 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. During troubleshooting with tandem technical support it was discovered the customer was not performing the proper air removal technique.